Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulasd or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." This medwatch is being submitted for 1 thrombosis event.

Manufacturer narrative:
According to the publication, "experience of hero dialysis graft placement in a challenging population," a total of 11 patients underwent 12 hero graft implants. All of the patients had cardiovascular occlusive disease (cvod) to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and arteriovenous [av] fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for re-intervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), bacteremia (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abscess formation over graft." This medwatch represents 1 thrombosis. Both hero 1001 and hero 1002 were investigated as it could not be determined which component, if either contributed to the reported event. Additional information was provided from the surgeon and it was determined that this event represents patient 8 in the study. Patient 8 was a male who had a hero graft (lot numbers unknown) implanted on (B)(6) 2010 and was explanted on (B)(6) 2014 due to pseudoaneurysm, hematomas and infection. He had a second hero graft (lot numbers unknown) implanted on (B)(6) 2014. The patient had a mechanical thrombectomy and revision of graft for thrombosis on (B)(6) 2010. A local infection was identified on (B)(6) 2014. The hero graft was not being cannulated during infection and there are no culture results. Three pseudoaneurysms were noted, two in the original hero graft and one in the subsequent hero graft. The pseudoaneurysms were identified on (B)(6) 2010, (B)(6) 2013 and (B)(6) 2014; the hero graft was being cannulated during the pseudoaneurysm in all three cases. Bacteremia was confirmed in the patient on (B)(6) 2014 and the graft was not cannulated during the bacteremia. Blood culture result showed gram negative bacilli. Two seromas were identified on (B)(6) 2014 and (B)(6) 2015; however, location of seromas is unknown. A total of five hematomas are listed occurring in both hero grafts. A hematoma was identified on (B)(6) 2010 occurring in the right arm proximal to mid upper arm and the hero was being cannulated during the hematoma. The second hematoma was identified on (B)(6) 2013 occurring in the right mid upper arm and the hero graft was cannulated during the hematoma. The third hematoma was identified on (B)(6) 2014 occurring in the right arm distal upper arm and right arm extending from proximal upper arm to the shoulder and the graft was not cannulated during the hematoma. The fourth and fifth hematomas were identified on (B)(6) 2014 occurring in right arm proximal to mid upper arm. Each adverse event occurred within patient 8 is submitted in a separate medwatch. This medwatch is for the thrombosis which occurred on (B)(6) 2010 thrombosis is the most common cause of vascular access dysfunction and is listed as a potential complication in the hero instructions for use (IFU). Eight thrombosis events (in the entire patient population) were documented in 7 patients. Four of the events were treated with thrombectomy (mechanical and open) and graft revision; two events were treated with thrombectomy (mechanical and open) alone. A thrombectomy was an appropriate course of action to restore flow; however the hero IFU states that mechanical/ rotational devices are contraindicated in the venous outflow component (voc) and connector as internal damage may occur to these components. It is unclear if the mechanical thrombectomies were performed in the voc or the arterial graft component (agc). Two events were documented as "no reintervention noted". Patient history of multiple failed accesses and various forms of central venous stenosis may have an impact on the risk of thrombosis but without specific case details, the degree of patient history involvement is unknown. Hypercoagulability states or inadequately maintained anticoagulation therapy could contribute to an increased risk of thrombosis. Precautions regarding inadequate anticoagulation are provided in the IFU. The operative notes for hero implants and the interventions were not provided and the specific relationship between the hero graft and the observed thrombectomies cannot be assessed at this time. The root cause for the reported event is unknown; however, all complications noted in the complaint are known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: seroma, infection, vascular graft revision/replacement, partial stenosis or full occlusion of prosthesis or vasculature, pseudoaneurysm, hematoma, and abnormal healing. The hero graft is unlikely to be the direct source of the infection as the product undergoes a validated terminal sterilization process. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulasd or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." This medwatch is being submitted for 1 thrombosis.